Manufacturer narrative:
(D10): concomitant device(s): 300-01-15 equinoxe, humeral stem primary, press fit 15mm. 300-10-45 equinoxe replicator plate 4.5mm o/s. 310-03-50 equinoxe, humeral head expanded, 50mm (beta).

Event description:
Approximately 8 year(s), 5 month(s) and 8 day(s) post-operative of a revised right tsa, it was reported via clinical study that the patient experienced deep infection with prolonged hospitalization. Previous revision was due to pain. The patient underwent standard total revision with the removal of the humeral head and glenoid . The outcome of this event is considered resolved, and the clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Based on the length of implantation, the infection appears unrelated to the devices or surgical procedure. H10: 1038671-2024-03859 & 1038671-2024-03860.